Event description:
It was reported that the right ventricular (rv) defibrillation impedance has been trending slowly upward. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2013; 4965-50, lead, implanted: (B)(6) 2013; 4968-60, lead, implanted: (B)(6) 2013. (B)(4).